Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a low reading issue with the adc device. The customer had lower sensor readings with no symptoms, but went to hospital. A healthcare meter result of 682 mg/dl was obtained compared to sensor reading of 99 mg/dl, and the customer treated with insulin via IV. The results when plotted on a parkes error grid fall into the "out of range" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.